Manufacturer narrative:
The received device had the cannula assembly deployed. Inspection of the fluid path found no bends or kinks in the soft cannula. No other defects or deficiencies were found that would result in a failure of the device to deliver insulin.

Manufacturer narrative:
The device was not returned for evaluation. We are unable to confirm the bent cannula or to determine if it could have contributed to the reported hyperglycemia. Lot release records were reviewed and the product lot met all acceptance criteria. Omnipod insulin management system ¿ user guide: model: ust400; 17845-5a-aw rev b 09/17. Checking your blood glucose: chapter 4 / page 36. Warnings: test results below 70 mg/dl mean low blood glucose (hypoglycemia). Test results greater than 250 mg/dl mean high blood glucose (hyperglycemia). If you get results below 70 mg/dl or above 250 mg/dl, but do not have symptoms of hypoglycemia or hyperglycemia (see "living with diabetes" on page 115), repeat the test. If you have symptoms or continue to get results that fall below 70 mg/dl or above 250 mg/dl, follow the treatment advice of your healthcare provider.

Event description:
It was reported by the patients mother that her sons blood glucose (bg) levels were high all day. Starting at 322 mg/dl in the morning and the 315 mg/dl at bedtime. Patients mother monitored his bg levels all day, gave boluses, and increased water intake. She called her doctor and they changed his basal rate in his pdm. Changed basal rate from 0.45ml/dl (12am to 12am) and changed to 0.50 mg/dl (12am to 3pm) he wore the pod for 3 days on his upper right thigh. When removed from the infusion site (leg), the pod's cannula was found bent. As treatment, boluses were delivered and basal rate was changed.